Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the hood, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the control panels were unresponsive. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.